Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4)

Event description:
Additional information received states that the patient was admitted to the hospital following a fall which fractured her right hip. The procedure took place two days following the fall. Access was gained through the left femoral artery with an unspecified 8fr catheter. The wire was advanced to the left main with some difficulty. The rotablator system was platformed at 150,000 rpms. Several ablation runs were completed successfully with the 1.25 and 1.5 burrs, treating the proximal and mid lesion. The patient then experienced slow flow and was given nitroglycerin which resolved the issue. The physician then continued with the 2.0mm burr, treating only the proximal lesion and was not able to pass through. The patient then became hypotensive and experienced transient st elevation. The physician then used the apex balloon for two inflations, at 4 and 6 atms respectively. The procedure was successfully completed at that point. During transfer of the patient to her room, the patient became bradycardic, hypotensive, with st elevations and ventricular tachycardia. Using acls measures, patient was revived. However, as the patient was transferred to the ICU, the patient again started experiencing ventricular tachycardia and ventricular fibrillation, and the patient died. In the opinion of the physician, the patient died due to extensive calcific burden, leading to st elevation and arrhythmias. It was also the physician's opinion that there was no device malfunction and no vessel damage. The angiography showed good results, and the coronary artery was patent.

Event description:
Same case as MFR report #: 2134265-2010-00396, 2134265-2010-00397, 2134265-2010-00398, 2134265-2010-00399. It was reported that post an elective rotational atherectomy procedure, a pt death occurred. The 90-95% stenosed de novo lesion being treated was located in the severely calcified mid left anterior descending artery (lad). The lesion length was 20mm. The physician gained access through the right femoral artery. The physician advanced the floppy rotawire guide wire. The physician completed ablation with a 1.25mm burr and a 1.5mm burr without difficulties. During ablation with a 2.0mm burr, the rpm's dropped from 150,000 to 119,000. Also, the pt experienced a drop in blood pressure that the physician was able to stabilize by unspecified means. After ablation was completed, the physician post-dilated the lesion with a 2.0x20 apex mr balloon. The procedure was completed successfully. During transfer of the pt from the table to her room, her blood pressure dropped and she coded. The physician could not get her blood pressure to stabilize nor establish regular breathing. The pt expired.